Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to vessel below the knee. After a non-bsc balloon catheter ruptured within rated burst pressure, a 3mmx40mmx146cm coyote(tm) es balloon catheter was advanced for dilation and the device was initially inflated at 13 atmospheres. However, on the second inflation at 13 atmospheres, the balloon also ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 14mm distal of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to vessel below the knee. After a non-bsc balloon catheter ruptured within rated burst pressure, a 3mmx40mmx146cm coyote es balloon catheter was advanced for dilation and the device was initially inflated at 13 atmospheres. However, on the second inflation at 13 atmospheres, the balloon also ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.